Event description:
I used a philips CPAP (continuous positive airway pressure) machine. I stopped using it in late 2017. In late 2019 or early 2020 I developed glioblastoma, a terminal brain cancer. I say late 2019 or early 2020 because that is when symptoms began. The actual diagnosis was made in (B)(6) 2020. I believe that the foam in the philips CPAP machine, which is now known to cause cancer, might have been the cause my glioblastoma. I had numerous pathology tests and a foundation one study on the tumor. These tests led to a diagnosis of glioblastoma.